Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the first flange of the axios stent was successfully deployed; however, when attempting to deploy the second flange resistance was met when the physician pulled back the device, and the catheter broke at the hub. The device was removed with the stent still partially deployed on the delivery system and another axios stent was implanted to complete the procedure. There were no patient complications reported due to this event.